Event description:
A user facility Patient Care Technician (PCT) reported the hemodialysis (HD) machine prompted with TMP alarms and experienced wet transducers multiple times and had to change transducers during treatments, causing clotting issue due to alarms. Upon follow-up, the Clinic Manager (CM) stated the facility staff was experiencing ongoing transducer protector issues causing problems including wetting, causing frequent TMP alarms and leading to blood clots and blood loss. The CM said the issue seemed to be related to the new, smaller transducer protectors that came with the CombiSet bloodlines which could not be properly screwed into the transducer ports of the machines. The CM said the issues caused air leaks, which in turn led to the transducer protectors getting wet and allowing for blood and fluid to travel up the lines. The CM confirmed no blood leaks occurred due to the reported connection issues. The CM was unsure how many times this has occurred and indicated it was a frequent and ongoing issue. The CM stated the issue was not a staff-related issue. The staff are installing the bloodlines according to the Instructions for Use (IFU), and the transducers are being attached correctly. The transducer issue was causing air detector and pressure alarms to go off during treatments. The CM said the machines were passing testing prior to treatment initiation, and the circuit was holding pressure prior to starting the treatments. The alarms went off at varying times into patient¿s treatments, and the staff reported air visible in both the arterial and venous chambers and led to blood clotting within the circuit. The issue was interrupting patient treatments and forced staff to change out the transducer protectors with the larger, older model transducer protectors that seem to operate without issue. On occasion when blood clotting occurs within the circuit, patients were moved to different machines where they were re-setup with new supplies to complete their remaining hemodialysis (HD) treatments. The estimated blood loss (EBL) volume for these events could not be provided. The CM confirmed there have been no adverse events. In some instances, patients were opting to end treatment early due to the ongoing alarms and subsequent treatment delays. The CM stated the reported issues were directly linked to the new transducer protectors. The CM confirmed the machines were functioning correctly and no allegation of malfunction was noted with any of the 2008T machines. actual samples were discarded and were no longer available to be returned for evaluation. Per CM it was not determined which exact lots were implicated and no companion samples were available to be sent back for evaluation at this time. Patient demographics were unable to be provided during the call.

Manufacturer narrative:
Plant Investigation: The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.